Event description:
It was reported to the manufacturer by the end user, per the end user, the resident was in the sling and the sling strap on the hoyer slid off. Resident fell to the floor. Resident has laceration to the head and was sent to the hospital via ambulance/911. Complaint #s (B)(4) were entered into our system to have the sling retainer assembly returned to joerns for investigation. As of this writing, the sling retainer assembly has not been returned.